Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a mcl reconstruction, the twinfix's suture broke after anchor implantation. The procedure was completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: updated. H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture specifications found that a material certification is required with each lot. A review of the customer provided image found that the device has been deployed. The suture is tied into a knot and is frayed at one end. There is debris on the suture. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed. The suture is tied into a knot and is frayed at one end. There is debris on the suture and shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a mcl reconstruction, the twinfix's suture broke after anchor implantation. The procedure was completed with a non-significant delay using a back-up device in the same bone hole. No patient complications were reported.